Event description:
It was reported that the device had an air in line sensor error and cassette error during testing. There was no patient involved and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The visual inspection found that the downstream occlusion (dso) seal was worn out. During the functional testing, the customer's problem of "air in line sensor cassette error" was duplicated. The cause of the issue was the inoperable air detector. The air detector was replaced. Service history identified that no previous repair has been noted in the last 12 months.